Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, noise was noted on the right atrial (ra) lead. The noise was reproducible with movements and was suspected to be myopotential. Programming changes were made. X-ray was performed and the lead was fine. The patient was stable throughout the event.